Event description:
It was reported that the (B)(4) concentrator had 2 green lights, red light, 4 way valve not switching and unit then shuts down. Dealer received unit back and the unit runs very hot. Replacing the unit due to issue. No other information available.